Manufacturer narrative:
The customer has indicated the complaint sample will be returned to (B)(4) for evaluation. Once (B)(4) receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by depuy synthes. Device not returned to manufacturer.

Event description:
It was reported during a patient procedure that the offset reamer handle's internal shaft broke at the universal joint while reaming. The customer reported there were no surgical delay or broken pieces left in patient as a result of the malfunction. No adverse events were reported.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The drive chain was fractured at the upper cardan joint. Visual inspection of the complaint sample noted the assembly was found to contain components from different serialized lot numbers which is not the correct use of the device. In addition there was additional wear observed on the drive chain as the center block of the remaining joint was eroded. The forks of the drive chain were also observed to be worn. A manufacturing review was completed on the drive chain lot and there were no discrepancies identified. No further investigation was required.